Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Review of the decoder data. Date of event; corrected data: additional information indicates that high impedance occurred on (B)(6) 2012 at the latest.

Event description:
Review of the decoder data showed that the last 25% change in the impedance value was on (B)(6) 2012.

Event description:
It was found during review of programming history that the patient had high impedance. No surgical intervention has occurred. No further information has been received. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution. Attempt for additional information have been unsuccessful.